Event description:
The user facility reported that their reliance synergy washer was leaking a large amount of water. The leak was reported to spread approximately 6 feet away from the unit. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the leak to be originating from a cracked, flexible orange hose located between the drier and the drain. The technician replaced the hose and ran a test cycle; the unit was confirmed operational and returned to service.